Event description:
It was reported from the physician that the patient had a seizure and felt sleepy afterwards. The patient went to sleep and never woke up. Programming history was reviewed, which showed that the device was functioning as of two months prior to the patient's passing. No further relevant information has been received to date.